Manufacturer narrative:
The complaint is not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/15/2022, it was reported by a sales representative via sems that an ar-3638 knotless fibertak sutures were frayed. Surgeon still used the fibertak and the sutures ended up breaking when tensioning. A 3.0 knotless suturetak was used to complete the case. This was discovered during a shoulder scope on (B)(6) 2022. Additional information received on 5/4/2022: nothing else, besides the sutures, broke inside the patient and everything was removed. Surgeon created additional bone socket for insertion of new suturetak.